Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Hemostasis was achieved with the device clip. There was no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.